Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a clip jumped open after lock line removal leading to worsening of mr. Additional clip was implanted to stabilize the clip and reduce the mr to grade 3. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip jumping and clip opening while locked. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported jumping open while locked could not be conclusively determined. The reported mitral regurgitation is a cascading event of the clip opening while locked. The reported patient effect of mitral regurgitation, as listed in the mitraclip g5 system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a clip jumped open after lock line removal leading to worsening of mr. Additional clip was implanted to stabilize the clip and reduce the mr to grade 3. There was no clinically significant delay reported.